Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated that drive support cap was normal. Customer did not report an motor position encoder error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.